Manufacturer narrative:
Device evaluation: one sample was returned for analysis in used condition. Visual inspection showed the join between the asv and the y-site was broken. One possible, but unconfirmed, problem source was listed as being caused by incorrect solvent dispenser settings during the manufacturing process.

Event description:
Information was received indicating that the "y" site of the pca tubing was found to be broken and not fully connected after the patient returned from radiation. Per reporter the tubing was replaced and there was a delay in medication delivery. No adverse patient effects were reported.